Manufacturer narrative:
The device was received in normal working conditions with battery near beginning of life (bol) level. Electrical and mechanical analysis was performed, including sensitivity and capture testing; no anomalies were detected. Visual inspection of the header and connectors revealed no foreign material or contaminants that could contribute to the reported complaint. A battery assessment was performed and the battery was within the normal range of operation with appropriate longevity remaining. The reported complaints of a sensing and capture anomaly were not confirmed.

Event description:
The device was interrogated for the first time after implant which showed bipolar pacing and sensing with a loss of capture. Only unipolar sensing and pacing was available. The lead was in the same position under radiology. The lead and device were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2018-09926.